Manufacturer narrative:
Device was returned: a visual inspection was conducted, and a hole was observed in the array. The hole is in both poles facing the handle and the tip of the sheath is deformed. Functional testing was not performed because the issue was confirmed during visual inspection and due to the damage, the device could not be tested. Hence, the complaint is confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported post a novasure procedure on (B)(6) 2025, it was noted that there is a tear in the array after the successful completion of the procedure. The physician went back inside the cavity, and it looked normal. There was no injury to the patient reported. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.